Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra fine¿ pen needle had mix of product types in a pack. This event happened during use on 2 occasions. The following information was provided by the initial reporter: "there were 2 novo fine pen needles in her sealed box of bd 5mm pen needles".

Event description:
It was reported the bd ultra fine¿ pen needle had mix of product types in a pack. This event happened during use on 2 occasions. The following information was provided by the initial reporter: "there were 2 novo fine pen needles in her sealed box of bd 5mm pen needles".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.